Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient was at the hcp office on the day of the report, and they were going to start a physician mode reset (pmr) and meet again to clear.

Manufacturer narrative:
G3. Correction: previous supplemental g3 should have been marked as 2021-04-06 not 2020-04-06. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient said they had their ins taken out of over discharge by a rep quite awhile ago, a few months (pss tried to confirm 2020 or 2021 but pt was unsure). Pt said they met with the rep (name asked, unknown) and the charge only lasted a day. They said they tried to charge the next day and it wouldn't work. During the call, the pt tried connecting to their ins with their patient programmer (pp) and said they had ¼ to 1/3 battery in the ins but later after the patient put new aaa batteries into the patient programmer and the patient saw a poor communication screen. The patient connected with their recharger and saw the reposition antenna screen. Pt saw no damage to the recharger antenna. The patient said their stimulation was off and the last time they tried to recharge was the day after it was charged by a rep. The patient said they used to see dr. (B)(6) but they are gone and now the patient does not have an hcp. Patient services reviewed possible over discharge the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and it was reported when he rep had taken them out of over discharge the first time, it took awhile but they got it started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they could not charge their implantable neurostimulator (ins). The patient stated that a ¿reposition antenna¿ screen was displayed on the recharger. The patient mentioned that they recently had back surgery and had not charged their device in over a month. It was noted that the patient noticed the inability to charge about a week prior to the date of this report. The patient was redirected to their healthcare provider (hcp) to address a possible overdischarge. No patient symptoms were reported and there were no complications. Indication for use is spinalpain. Information was received from a manufacturing representative (rep) and a patient. It was reported that the implantable neurostimulator (ins) was confirmed to be in overdischarge due to non-compliance with recharging. The rep noted that the patient has an appointment with the healthcare provider on (B)(6) 2020 for a physician mode reset. No further complications were reported or anticipated. Additional information received from a manufacturer representative (rep). It was reported that the patient got the ins charged and the por was cleared. The patient was able to increase and decrease stimulation. No further complications were reported. Additional information was received from the patient. It was reported that she met with a rep to get the ins jump-started out of overdischarge months ago, and since the jump-start, the pt. Has noticed that the ins battery only lasts one day. Pt states that the hcp told her to call the manufacturer, but was not clear on what exactly she needed.